Event description:
This is the second of two events for the same pt. It was reported that the pt had an anterior and posterior repair procedure in 2008. The doctor observed disruption of the suture line and the pt was taken back to the operating room three months later, for a posterior mesh revision. The doctor removed a piece of the posterior mesh the approximate size of an eraser tip and trimmed the edges of the vaginal mucosa. Following the revision, the pt has a 1 cm gap/separation on the posterior suture line. Pt has used premarin cream and has been given antibiotics in an attempt to treat the issue. Pt has been sent for a second opinion with another physician who recommends that the mesh be totally removed.

Manufacturer narrative:
The lot number is unk, therefore, no review of the device history record could be performed. The instructions for use which accompanies each device states in the section labeled adverse reactions states that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.